Manufacturer narrative:
Pump received with missing segments/partial display due to cracked lcd zebra connector. Unable to confirm excessive no delivery alarms and unable to perform any test due to missing segments/partial display. Pump received with broken belt clip slot, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked case near display window corners, cracked on display window, minor scratches on display window and drive support cap was inspected and no anomaly was noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin partial display and no delivery. The customer¿s blood glucose level was 244 mg/dl at the time of the incident. The customer reported screen not completely blank. The customer reported that there was scratch on the lcd bottom left corner and top left corner. The customer assisted with troubleshooting. Completed troubleshooting for cosmetic damage. Pump passed displacement and self test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.